Event description:
On (B)(6) 2012, the distributor contacted animas and stated that the audio bolus button was unresponsive. There was no additional information available for this complaint. There was no reported adverse event associated with this complaint. This complaint is being reported due to the allegation that the audio bolus button was unresponsive.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4): the audio bolus button was found to be torn. A damaged button will allow contamination to permeate the button contact negatively impacting the button function. The damaged button is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the audio bolus button responded appropriately. Unrelated to the complaint, contamination was found under the keypad buttons, which responded appropriately.